Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded crosstalk r wave over sensing. Lead measurements were within normal range. Automatic pace threshold tests stored in configured collection period were successful and presenting electrogram shows device operating as programmed. The pacemaker remains in service at this time. No adverse patient effects were reported.